Manufacturer narrative:
The reported events were high pacing impedance and difficulty deploying the helix during implant. The reported event of difficulty deploying the helix during implant was confirmed. Visual examination found the helix was retracted and clogged with blood and tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The reported event of high pacing impedance was not confirmed. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of difficulty deploying the helix during implant was isolated to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood and tissue.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high impedance was observed on the right ventricular (rv) lead during implant. The helix of the rv lead would not extend so a different rv lead was implanted to resolve the event. The patient was stable and there were no adverse consequences.